Event description:
Material #: 306592 batch #:4313174 it was reported by customer that they found a pink contaminate around leurlock end. Verbatim: rcc received a complaint via email. Email(s) attached. Problem information product concern ticket number: (B)(4) date of incident: 04-apr-2025 concern description: pink contaminate around leurlock end. Fu sent on 21may2025 -response received the product was not used on any pts. And the rest of the supply on the shelves was inspected and no discoloration was seen.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
(B)(4) follow up for device evaluation. A report was received indicating the presence of a pink contaminant near the luer lock end of a syringe. To support the investigation, one unpackaged sample was submitted for evaluation by the quality team. Upon inspection, it was determined that the lubricant observed on the syringe barrel luer originated from the molding press. No additional defects or irregularities were identified. This condition may occur if lubricant residues are not adequately removed following equipment maintenance or repair. A device history record (DHR) review was conducted for material number 306592, lot 4313174. The review found no quality issues during the production of this lot that could be linked to the reported condition. Additionally, no related quality notifications were identified. All manufacturing processes and final inspections were performed in accordance with specification requirements. The sample will be used for associate awareness. To date, no similar incidents have been reported for this lot. Based on the investigation and analysis of the returned sample, the customer-reported condition has been confirmed.